Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed incoming functional testing for sensing due to device intermittent operation. It was also noted that the upper case was dented and the lower case was broken. (B)(4).